Event description:
It was reported that the pt expired after an implant duration of three days, due to unk reasons. It is unk if the pt's death is device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.